Event description:
Tube feeding infusing and when time for a bottle change tubing was found in machine incorrectly. Upon having bio-med check the pump out it was found that there was not user error but the dye threaded knobs were loose. Pt received bolus of tube feeding of 400-500cc. Pt ok no edema or untoward effects to the pt. Discontinued when identified and physician notified. Pumps to be checked regularly from materials mgmt prior to issuing to the floor.